Event description:
This lead was explanted due to oversensing leading to multiple inappropriate shocks. After investigation , a patient touched an electrical cable without insulation that caused external noises and that the result of receiving a shock. A few minute later recording events of internal noises which later caused multiple shocks. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Next, the ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel as well as partially in the atrial and far field channel, leading to multiple charging cycles that resulted in several shock deliveries. The integrity of the lead cannot be assured. Furthermore, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.